Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the patient with this pacemaker had hematoma with infection and sepsis. A revision was performed and the device was explanted. There were no adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker had hematoma with infection and sepsis. A revision was performed and the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.